Manufacturer narrative:
It was reported the patient underwent surgery for battery replacement due to discomfort and a lead was replaced because it was cut while explanting ipg. Therapy was restored. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number 3006705815-2024-01000. It was reported the patient underwent surgery for battery replacement due to discomfort and a lead was replaced because it was cut while explanting ipg. New smaller ipg repositioned, no complications, effective therapy post-op.